Manufacturer narrative:
Investigation summary: bd received 1 photo from the customer in support of this complaint. A visual examination of the photo was performed and did not reveal foreign matter. The photo only shows the powder additive that is required. The product expired 12/31/2020. Bd was unable to confirm the customer¿s indicated failure mode from the photo provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® fx plus blood collection tubes experienced foreign matter in the tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: we received customer query as he noted that the tubes seem to have droplets of liquid in them. When we examined different tubes from you we also noted they contain liquid droplets on the walls or in some cases powder.